Manufacturer narrative:
The suspect device has been disposed of by the complainant; therefore, a device evaluation will not be performed. A failure analysis is not available, and the relationship between the device and the event is undetermined. A device history record review and product family complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation in 2007 that a wallstent rx biliary endoprosthesis stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement in a male adult patient (age and weight unknown). According to the complainant, the "metal stent was loaded over the guidewire and when the stent was placed in the correct position, deployment of the stent was started. This was followed on fluoroscopic vision as well as endoscopic vision. The stent was reconstrained after full deployment. When the guidewire and the stent delivery system was removed from the scope, it was noticed that the inner catheter of the stent delivery system was caught in the stent. The surgeon then tried to remove the inner catheter with a biopsy forceps, and then a snare without any success. Eventually, the surgeon used a three prong grasper and remove[d] the whole stent easily. There was no bleeding [or] patient complications as a result of the removal of the stent. The procedure was completed with another (wallstent rx biliary endoprosthesis stent)." The patient was "stable" following the procedure.